Manufacturer narrative:
Corrected fields: component codes : remove receiver.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp for the reported intermittent display but could not duplicate the reported issue. The fse replaced parts that were most likely associated with this problem and ran the device for an hour with no indications of intermittent video. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center. The full name of the initial reporter is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an intermittent display. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.